Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER in an electrical storm, receiving multiple shocks. Lead dislodgement was observed. Twiddler's syndrome was suspected. Lead was explanted and replaced. Patient condition after the event was stable.